Manufacturer narrative:
This device has 2 premarket approvals and due to spacing limitations on field g4 they are k193473 and k210608. 01 - the supplemental was opened to report the product analysis results of the device returned. Complaint investigation indicates the product was returned to boston scientific, based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use (visual inspection found no anomalies, device received with no telemetry and review of latitude data found no suspicious system errors or faults, device meets labeled longevity). Based on the results of the investigation, no escalation is required.

Event description:
It was reported that a patient with a history of cerebrovascular accident presented with discomfort related to an insertable cardiac monitor (icm). Due to ongoing symptoms, the patient requested device removal and requested icm removal. Additionally, the icm had reached effective replacement status approximately three years and six months after implantation. Battery depletion was consistent with the expected service life, confirming normal device usage. The icm was explanted and returned for analysis. No additional adverse effects were reported for the patient.

Manufacturer narrative:
This device has 2 premarket approvals and due to spacing limitations on field g4 they are k193473 and k210608

Event description:
It was reported that a patient with a history of cerebrovascular accident presented with discomfort related to an insertable cardiac monitor (icm). Due to ongoing symptoms, the patient requested device removal and requested icm removal. Additionally, the icm had reached effective replacement status approximately three years and six months after implantation. Battery depletion was consistent with the expected service life, confirming normal device usage. The icm was explanted and returned for analysis. No additional adverse effects were reported for the patient.